Event description:
Information was received from a consumer regarding a patient with an interstim advanced evaluation trial which began (B)(6) 2017. It was reported the patient¿s battery was at 60% and they were not able to empty their bladder. The patient was advised to contact their doctor. No further complications were reported or are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.